Event description:
It was reported that plunger sensor error was experienced.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed chipping on the top case. Review of the event history log showed occurrences of check syringe plunger sensor errors. The investigation found that the flippers on the left plunger case stuck intermittently causing the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record., corrected data: d4: updated model number.